Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 1911916-2023-00611 is a duplicate of 1911916-2023-00619 this supplemental is to cancel MDR 1911916-2023-00611.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reported item aren¿t pushing meds through the needle and popping off syringes during injections.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reported item aren¿t pushing meds through the needle and popping off syringes during injections.